Event description:
Account alleged that the brakes do not hold. No alleged injuries by account.

Manufacturer narrative:
Technician found the casters do not hold and swivel. Technician replaced the brake and the brake steer casters. All casters hold and lock normally.